Event description:
The lay user / patient contacted lfs (B)(4) via letter on (B)(6) 2011 alleging that his one touch ultra easy meter does not power on. The customer service agent was unsuccessful in getting a hold of the patient via phone. The following complaint was classified based on the initial letter. At an unspecified time and date the patient's one touch ultra easy meter did not power on. It is unknown whether or not the patient had another way of testing, or whether the patient exhibited any symptoms. At an unspecified date and time, the patient was treated with an unspecified amount of insulin. The patient did mention in the letter that he injected approximately 200 units a day of insulin. No further clinical information was provided. Meter serial number or lot # of test strips were also not provided. Based on the information that was provided, the complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test and had to receive treatment with an unspecified amount of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # and serial number was not provided. The 510 (k) # is k061118.